Manufacturer narrative:
Investigation: per the customer, the collection bag had undergone pre-issue bacteriology screening and the results had been negative. A used trima accel platelet bag that contained fluid was received for investigation. The platelet bag was visually inspected and no manufacturing defects were found. The bag was also leak tested and no leaks were identified. The devices terumo bct manufactures to collect, separate, and store blood products are terminally sterilized to a sterility assurance level (sal) of </= 10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every lot of product manufactured. The sterility assurance system employed at terumo bct ensures the disposable device is not the source of contamination. The device history records were reviewed for this lot. There were no issues noted in the DHR that would have contributed to the contamination as experienced by the customer. All quality labs and sterilization requirements passed. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported that clumps were noted in a bag of collected platelets, prior to issue. Bacterial testing was performed on the bag, and serratia marcescens was isolated from the bag contents. This was one of two products collected from the donation. The second bag was tested and was negative for the organism. There was not a donor or patient involved at the time of bacterial testing. The contamination was discovered prior to issue or transfusion, therefore, no patient information is reasonably known. Donor unit ID: (B)(6).

Manufacturer narrative:
The run data file (rdf) was analyzed for this event. No system-related root cause for the alleged bacterial contamination was identified in the rdf for this procedure or from the part evaluation. Review of the run data file showed a completed platelet collection with no remarkable events during the procedure. Signals showed that platelets were collected as expected, the platelet concentration was consistent throughout the collection, and donor rinse back was performed successfully. There was no indication of events during the platelet collection that could have caused the product to be compromised. No leaks, alarms, procedure pauses, or centrifuge stops occurred during the procedure that may have pointed toward an instance where bacteria could be introduced. Consequently, the system was found to operate as intended. Additionally, the sterility assurance system employed at terumo bct ensures the device is not the source of contamination. Sources of bacterial contamination include but are not limited to patient connection to the disposable set (venipuncture), post-processing laboratory practices and handling, and/or storage procedures.

Manufacturer narrative:
(B)(4).